Event description:
Related manufacturer reference number: 1627487-2023-05211, 1627487-2023-05212, 1627487-2023-05213. It was reported that the patients ipg had reached its end of service and 3 leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.